Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets leakage at site event on (B)(6) 2024. The infusion set was in use for less than 3-4 hours. The blood glucose level was over 500 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information available.